Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal and proximal ends of the stent that were slightly expanded causing the stent to be a dogbone shape. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was solidified media present inside the inflation lumen. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-may-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After a guidewire crossed the lesion, pre-dilation was performed with a 2.0x15 maverick2 balloon catheter. Subsequently, a 12x2.75 promus premier drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.